Event description:
Report received from the USA regarding a motor device in which, during a craniotomy surgery, it was observed that the device was leaking an oil like substance. According to the report, an oil like substance was observed to be leaking out of the tip of the handpiece closest to the patient. The reporter clarified that the oil like substance did not enter the patient's incision. Irrigation was being used, and the attachment device in use at the time of the alleged malfunction was discarded. No delays in surgery were reported. An identical spare device was available, and the surgery was complete successfully. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).